Event description:
It was reported by the clinician that when the kit was opened, the physician noted no obvious defects. However, after placing in the patient, a slit was present at the proximal lumen and/or hub which caused severe bleeding from the catheter. It appears the defect was present when the kit was opened, but the physician did not notice it before insertion. Update - no blood transfusion was required.

Manufacturer narrative:
.